Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient stated that the stimulator is not functioning and they are not feeling the stimulation sensation. The patient stated that they can turn the stimulation on, off, up, down, and switch groups, but it doesn¿t do anything for them. The patient stated that they have been in pain because of this. The patient was under the impression that it is the "wand" that is the issue. The patient stated that they dropped it before and they could have harmed it. The patient stated that they tried changing the batteries and unplugging the wand and plugging it back in, but it didn't resolve. The patient confirmed that when the programmer is plugged in to the antenna they can make adjustments. The patient stated that their healthcare provider (hcp) just tells them to call the manufacturer, and the patient wants to meet with a rep. The patient stated that when they eat a big meal and use the therapy, they have nausea. The patient met with a rep and the programmer would not communicate with the ins. The rep stated that the patient stopped using the device after multiple falls. The caller noted that electrodes 0 through 6 were over 10k ohms and 7 through 15 were normal. The caller successfully reprogrammed the ins to restore therapy. The caller was on 3 volts. The caller attempted to communicate with the programmer and antenna attached and detached unsuccessfully. No further complications were reported or anticipated.